Manufacturer narrative:
The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The recipient's newly implanted device was reportedly activated. The external visual inspection revealed the electrode was sliced prior to receipt. This is believed to have occurred during revision surgery. In addition, broken electrode wires were observed near the fantail region. The photographic imaging inspection confirmed broken electrode wires near fantail region. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. Dissection and the scanning electron microscopy analysis of the electrode revealed that several electrode wires had fatigue breaks. Scanning electron microscopy analysis revealed fatigue breaks in several electrode wires at the fantail region. These breaks can be associated with the open electrodes reported. A corrective action has been implemented. This is the final report.

Manufacturer narrative:
UDI number: na.

Event description:
The patient is reportedly experiencing multiple open electrodes and no sound percept. Device testing confirmed open circuits. Revision surgery will be scheduled.